Manufacturer narrative:
Investigation is ongoing. Bibliography: khalique, omar, md. ¿unsolved mysteries.. Of coronary occlusion.¿ (B)(6) medical center 2018.

Event description:
As reported through the tvt 2018 ppt presentation titled, "unsolved mysteries of coronary occlusion", post deployment of 26mm sapien 3 valve, the patient was found to have a coronary occlusion. Coronary protection was employed (wire and stent was placed down the lad). Once the lad was stented the lvef improved. The patient was discharged on pod8 to rehab.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.